Manufacturer narrative:
Device is a combination device. If implanted, give date: ¿a couple years back¿. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported post a stenting procedure in-stent restenosis occurred. In (B)(6) 2015, the patient presented with stable angina. The target lesion was located in the right coronary artery. A 3.5x18mm non bsc stent was advanced, but could not get inside the previously implanted re-stenosed promus element stent. An attempt was made to remove the non bsc stent, but it caught on the implanted promus element stent and the non bsc stent dislodged and migrated. Attempts were made to locate the dislodged stent, but it could not be found in the patient's anatomy. The procedure was reported as prolonged and the delay was significant as additional radiation was used to attempt to locate the stent. No further patient complications were reported.